Event description:
It was reported that a customer reported that a selenia dimensions console was examined and vta bolts were found to be sheared. A field engineer examined the equipment and the vta was replaced and new screws were replaced , the c-arm was reinstalled and recalibrated. The system met the manufacturer´s specifications. No injury to the patient or staff was reported.